Event description:
It was reported by the customer that a pyxis medstation es system refrigerator door had a failed remote lock. The customer reported that the malfunction occur when user tried to issue medication to patient and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the refrigerator door had a failed remote lock. A field service engineer performed a preventative maintenance to resolve the issue. The system functioned as intended after the field service troubleshooted the device.